Event description:
Martin, a.j., larson, p.s., ziman, n., levesque, n., volz, m., ostrem, j.l., starr, p.a. Deep brain stimulator implantation in a diagnostic MRI suite: infection history over a 10-year period. Journal of neurosurgery. 2016:1-6. Doi: 10.3171/2015.9.jns151699. Summary: the objective of this study was to assess the incidence of postoperative hardware infection following interventional (I)MRI- guided implantation of deep brain stimulation (dbs) electrodes in a diagnostic MRI scanner. Reported events: one (B)(6) patient underwent bilateral deep brain stimulation (dbs) implant in (B)(6)2007; 105 days later, the patient developed an infection with redness over the left chest incision. The hypothesized origin of the infection was the implantable neurostimulator (ins). Cultures showed staphylococcus epidermis. The patient was initially treated with antibiotics, but this ultimately proved ineffective, and explantation of all hardware was required. See attached literature article. The following specific device information was provided in the article: lead model 3389-28 and lead model 3389-40.